Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that she had a g-tube placed on friday, (B)(6) 2017 to replace her prior peg tube. She states that the extension tube has a leak in it and it is leaking all over. She states it is leaking from the actual tube, not where the bag attaches to the tube, and not the opening. Patient would like the extension tube portion of the device replaced not the entire device. Patient was advised to contact physician.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the continuous feeding tube was confirmed, and the damage appeared to be supplier related. One 18fr x 90-degree continuous feeding tube was returned for investigation. A microscopic examination of the female vinyl connector revealed gap at the location of the injection molding gate. With a syringe fully inserted into the proximal end of the connector, the continuous feeding tube was flushed and pressurized with water, but no leaks were identified. The syringe tip was positioned distal to the gap at the injection molding gate and was sealing off the leak path. The syringe was partially removed, which revealed fluid leaking from the connector. The investigation findings were forwarded to the manufacturing facility for further review. 11/16/2017: based on photo received, the complaint is confirmed. A gap is observed at the location of the injection molding gate . A supplier quality alert was issued to the supplier. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that she had a g-tube placed on friday, (B)(6) 2017 to replace her prior peg tube. She states that the extension tube has a leak in it and it is leaking all over. She states it is leaking from the actual tube, not where the bag attaches to the tube, and not the opening. Patient would like the extension tube portion of the device replaced not the entire device. Patient was advised to contact physician.